Event description:
This lead exhibited artifacts and the physician replaced it, along with the associated pacemaker. Should additional information become available, this file will be updated.

Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. The visual inspection demonstrated cuttings of the insulation at approximately 10 cm distal to the is-1 connector pin. Blood penetrated the lead in this area. These damages occurred most likely during the explant procedure. The values of the parameters measured during the electrical and mechanical analysis were within the technical specifications. In summary, the analysis of the lead demonstrated cuttings of the insulation. There was no sign of a material or manufacturing problem.